Event description:
(B)(4).

Manufacturer narrative:
Resmed is currently in contact with the customer and is in the process of having the device returned for an engineering investigation. Since the device has not yet been returned, resmed is unable to confirm the alleged malfunction. When the device is returned to resmed and the engineering investigation is completed, resmed will provide a f/u MDR report with the add'l info. (B)(4).